Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary testing revealed no atrial output. Further analysis revealed the no atrial output was the result of a fractured atrial laser ribbon bond wire. The cause of the fracture was due to low cyclic fatigue.

Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.